Event description:
Penumbra packing coil 30 cm became stuck and partially coiled in the blood vessel. Md was unable draw the coil back into the delivery system. Md had difficulty snaring the entire coil. The coil started fraying and uncoiling. Md called for assistance from the ir doctor and was able to retrieve the entire device after several hours. FDA safety report ID # (B)(4).